Event description:
Additional information reported the intervention included reprogramming where contact 7 was turned off. No hospitalization was related to this event. X-ray revealed no lack of ¿interprets¿ and satisfactory position. If additional information on outcome is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 748251, serial # (B)(4), product type extension; product ID 748251, serial # (B)(4), product type extension; product ID 3387s-40, lot # v012713, product type lead; product ID 3387s-40, lot # v012713, product type lead; product ID 748251, serial # (B)(4), product type extension; product ID 748251, serial # (B)(4), product type extension. (B)(4).

Event description:
It was reported the patient had tight/soreness pain related to the extensions. It was noted the physician may have to replace the ex tensions. Additional information reported the patient had impedance values less than 250 ohms. Additional information reported there were unusual impedance readings for the right lead/contacts 4 and 7. It was also noted the device was shut off and impedance was checked. Impedance was 62 ohms and current was 285. Additional information reported the impedance was low on contact pair 4 and 7.